Event description:
It was reported that during use of the cassette, it triggered a no disposable alarm on the pump. The cassette was changed. No additional information is available. No patient injury was reported..

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog number,initial reporter sent report to FDA, and PMA/510k are unknown. No information has been provided to date.

Manufacturer narrative:
Corrected data: corrected information provided b1 adverse event and/or product problem.